Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A follow up call was made to the customer. The customer stated that her issues were resolved, and she requires no assistance at this time. The customer stated that her pump therapy is going great.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to navigate her menus and rewind due to an unresponsive insulin pump; however, it was discovered that the customer was running a dual bolus unintentionally. The customer was advised that the insulin pump will not rewind during a dual bolus. The customer then checked her blood glucose and it was 22 mg/dl. The customer drank orange juice and ate a gumdrop and by the end of the call her blood glucose was 98 mg/dl. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.